Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122, k141521.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 200, 75cm mustang was advanced for dilation. However, during the procedure, it was noted that the balloon ruptured. There were no patient compilations as a result of this event,